Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 2,000 ohms, triggering a lead safety switch (lss). Threshold measurements and sensing were noted to be good. There were no noise observed and the patient was not pacemaker dependent at the time. Technical services (ts) discussed increasing the alert value in latitude. The lead remains in service. No adverse patient effects were reported. Additional information was received that there had been a slow increase in right ventricular (rv) pace impedance measurements over the last six months, remaining within normal range. Reprogramming was performed and there are no other interventions planned at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 2,000 ohms, triggering a lead safety switch (lss). Threshold measurements and sensing were noted to be good. There were no noise observed and the patient was not pacemaker dependent at the time. Technical services (ts) discussed increasing the alert value in latitude. The lead remains in service. No adverse patient effects were reported. Additional information was received that there had been a slow increase in right ventricular (rv) pace impedance measurements over the last six months, remaining within normal range. Reprogramming was performed and there are no other interventions planned at this time. No adverse patient effects were reported. Additional information was received that this rv lead was explanted due to the previous impedance issues and replaced with a new rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information is being requested from the field. If additional information is received this report will be updated.

Event description:
It was reported that there was an alert that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 2,000 ohms, triggering a lead safety switch (lss). Threshold measurements and sensing were noted to be good. There were no noise observed and the patient was not pacemaker dependent at the time. Technical services (ts) discussed increasing the alert value in latitude. The lead remains in service. No adverse patient effects were reported.